Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting nerve ablation in her back l3, 4, 5 on the right side which is also where the ins is located but the lead is on the left. When the physician "went to hook the electrodes to the nerve when you burn it" she felt overstimulation down her leg. Her stimulator was on at the time. The patient stated the doctor just moved a bit and the sensation stopped. The patient said the ins seems to be working fine, she was able to sync and change the settings on it, etc. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.